Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found two samples devices that were received in used condition without its original package. A broken cannula was detected in the two samples. During a review of the manufacturing process, the inserter assembly operation was audited by the quality engineer and it was performed by the production personnel and training records were reviewed, operators are trained on operations that were performed. Maintenance records were also reviewed and no anomalies were detected. During functional testing, no detachment was detected in any of the tested samples and the cannula was not removed from the site. The retractor assemblies are one hundred visually inspected by the production personnel to assure that the needle is properly threaded. Quality control also performs an in process audit at one hour intervals to verify that needle is properly threaded on the retractor assemblies. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that during the removal of the site, a portion of the canula remained within patient skin. No patient injury was reported.